Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to the patient reporting that, sometimes vision is good and sometimes it is not. The postoperative result was 1.5 diopter myopic post implantation. Additional information was requested.